Manufacturer narrative:
H3: the axium prime coil was returned for analysis. The axium prime pusher actuator interface (ai) and hypotube break indicator (hbi) were found intact. The pusher was found bent at ~7.0cm from the pusher proximal end. The implant coil was found stretched within the introducer sheath. The axium prime coil was removed from within the introducer sheath for further analysis. The release wire coin was found still against the lumen stop. The implant coil was found still attached to the pusher. The pusher shield coil was found stretched. An attempt was made to detach the axium prime coil using an in-house instant detacher (ID). The ai detached from the coupler tube and the release wire pulled back from the lumen stop. However, the implant coil remained attached to the pusher. Upon inspection, the implant detach element was found entangled with the shield coil. Based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report was confirmed. In this event, it is likely the shield coil became wrapped around the implant coil shell or proximal end of implant coil contributed to the non-detachment issue. Regarding the customer¿s ¿catheter kick back¿ the report could not be confirmed. Possible causes of ¿catheter kick back¿ includes catheter tip under stress, patient vessel tortuosity, or catheter compatibility. However, the cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that 3 tempts were made to detach the coil using the instant detacher. Two attempts were made to detach the coil using the manual method. No pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil could not be completely detached. The last loop of the coil kicked the catheter as well. It was noted that the coil and all accessory devices were prepared as indicated in the instructions for use (IFU). The coil was replaced to continue the procedure. There was no harm or injury to the patient who was undergoing a coil embolization procedure to treat an unruptured saccular internal carotid artery (ica) aneurysm. The aneurysm max diameter was 2mm and the neck diameter was 1mm. Blood flow and vessel tortuosity were normal.